Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that after the tlh60 instrument was fired, the surgeon noticed that only half of the staple line was correctly stapled. The rest was not stapled at all and the staples were not formed. The surgeon sewed the anastomsis by hand. The case was also extended 30 minutes. The device is being returned and the cartridge was discarded.